Event description:
It was later reported that the patient was reprogrammed on (B)(6) 2014. The patient had a high impedance contact but was able to be reprogrammed around it. The patient was all good.

Event description:
The patient¿s device stopped working last week and they do not know if it was the ins battery or patient programmer (pp). At the end of the year, a company representative checked the patient¿s device and said the ins battery would last for another 3 years if patient uses the therapy 24 hours a day. The patient called his health care provider (hcp) and the hcp said they would contact a company representative. The patient has not heard back. The patient changed a 9v battery last week but the pp was still not working. The pp does not turn on at all. All 3 lights on the pp flash and go off after 8 seconds. The patient experienced no stimulation sensation, he stopped feeling stimulation last wednesday. It was noted that the patient goes through the self test fine. The next day, the patient reported that the replacement pp he received, did not work. The patient was having the same problem with his pp. The patient was going to make an appointment with his physician. Additional information has been requested.

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3888-33, lot# j0406257v, implanted: (B)(6) 2004, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Follow up information received confirmed that one electrode showed >10 ,000 ohms and that the manufacturer¿s representative programmed around it so that the patient was getting better stimulation therapy. The patient was reported as doing better now. If additional information is received, a follow up report will be sent.

Event description:
Follow up information also reported that the cause of the high impedances could not be determined.